Manufacturer narrative:
Sample will not not be returned for evaluation.

Event description:
Ref MDR #1036844-2010-00005 for the first report involving same pt. It was reported that in 2009, the catheter was inserted into the internal jugular left vein. Tunneling had been made under the skin to the left subclavian area. The surgeon punctured the jugular left vein and inserted the catheter into the superior venacava. The blood purification procedure, plasmapheresis was interrupted four days later, due to air in the circuit with foam in the degassing chamber with clotted circuit during the connection. Blood leaked out at the cutaneous site during a re-connection attempt. Air was detected during arterial aspiration. Per the customer, the pt was at risk of an embolism, infection risk, plus the pt had incomplete plasmapheresis. Ref MDR #1036844-2010-00007 for the third report involving the same pt.